Event description:
It was reported that the sitter select alarm is not alarming. No patient injury reported.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows that the alarm has a battery door that is either damaged or missing and the delay switch is not functioning. Conclusion: no conclusion can be drawn.